Event description:
It was reported during the pt's first post-operative follow up that the first contact of the lead had eroded through the skin. However, there were no signs of an infection. The pt underwent surgical intervention to explant the lead. The ipg remained implanted. The physician is planning to re-implant in about six to eight weeks. Follow-up indicated, the pt is doing well. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.